Manufacturer narrative:
Describe event or problem. Corrected data: internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Supplemental MDR #1 inadvertently left out this information.

Event description:
Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths.

Event description:
Clinic notes were received for patient's referral for generator replacement. Notes indicate the patient continues to have seizures at a slightly increased rate over her relative seizure free period last year. Notes also stated that the patient's current combination of medications and vns had been helping quite a bit. The neurologist decided to change vns setting and also replace the generator. The doctor stated that "given how quickly this battery wore out, and her regular, inadvertent use of the magnet, and frequent auto stimulations based on heart rate, a new model vns is warranted." Per the doctor, the battery is at 18%, and merits replacement. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received. No known surgery has occurred to date.

Event description:
Programming data for the patient's device was reviewed. It was noted that the generator reached 25% status at 30.565% battery consumption. This is indicative of premature battery depletion however the cause of the issue is not known. No surgical intervention is known to have occurred to date.

Event description:
Patient underwent generator replacement due to battery depletion. The explanted generator has not been received to date.